Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m, implantable tachy lead, (B)(6) 2012; 4296, implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the atrial lead exhibited high impedances. It was suspected that the patient's possible twiddler's syndrome had lead to the lead pulling back from the header. Twiddler's was confirmed, and the atrial lead was subsequently repositioned in the device header. The device and lead remain in use. No patient complications have been reported as a result of this event.